Manufacturer narrative:
The device was not returned for analysis. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient's wound was not healing properly and the ipg was exposed out of the skin. There was no sign of infection. However, the physician decided to explant the ipg. The patient was discharged on the same day. The physician plans to reimplant once the patient is fully recovered.